Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer replaced the pyxi-bus module controller board to resolve. A field service engineer rebooted the station while working on the repair. Cleaned the electronics drawer and the area behind the communication sled and power supply. They looked for medication and removed debris from the bottom edge of the back panel. They also checked for loose drawers and reconnected the drawer cable. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer reported that the nurse needed to retrieve the medication from the pharmacy and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.